Manufacturer narrative:
(B)(4). It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is not an ancillary service event. Visual inspection, battery testing, functional testing, and a review of the alarm log were performed. Visual inspection identified that the machine cannot turn on. The cause of the condition was determined to be a damaged power supply. The cause of the damaged power supply was undetermined. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a burnt fuse. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection identified the burnt fuse. The cause of the condition was determined to be a discharge in the facility. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: in addition to the device being unable to turn on and a damaged power supply, further inspection revealed the slow blow fuse was burnt. The cause of the device being unable to turn on was determined to be a variation of line voltage at the hospital. All issues discovered during servicing were related to the reported condition, determined to be from the same cause. To correct the condition, the fuse was also replaced in addition to the power supply. After replacement of the power supply, the device presented a low battery alarm during functional testing. This condition was related to the reported problem and caused by the defective power supply. To correct this condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.